Event description:
A trapease filter was placed in the ivc of a female pt with a history of surgery for a benign lung tumor and dvt. The pt was on anticoagulation therapy of urokinase and heparin. After prepping the product per the IFU, the filter was placed in the ivc just below the renal vein using a jugular approach. CT scan followup examination approx two and a half months later revealed two side struts of the trapease filter to be fractured near the barbs. There was no adverse consequence to the pt, and the pt's condition is stable. Additional info has been requested, but has not yet been forthcoming. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.